Manufacturer narrative:
Testing and investigation found at power up, the device displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. This was due to a software error. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a whitescreen error. The device was returned to the biomedical department from the third floor medical surgical unit. During testing at the user facility device alarmed with a whitescreen error, followed by an unspecified device malfunction error. There were no reports of any adverse patient event and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.